Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected gradually increasing right ventricular (rv) lead shock impedance measurements with current measurements greater than 125 ohms. All other lead parameters were checked and confirmed stable and in range. High energy pacing was performed to discard any ionization build up however this had no impact on shock impedance measurements. It is suspected that the root cause is calcification on the rv lead. The ICD also detected high out-of-range right atrial (ra) lead pacing impedance measurements. The patient reported fatigued which technical services (ts) noted is likely due to ventricular desynchrony secondary to impaired ra lead. The device is nearing elective replacement indicator (eri). The rv and ra leads will be replaced at the next device replacement procedure.